Manufacturer narrative:
(B)(4). Review of the customer device logs revealed an increased intraperitoneal volume (iipv) on (B)(6) 2010, which met iipv criteria. External & internal visual inspections revealed no problems. The pal did not confirm any failure or malfunction of the device that would have caused or contributed to the iipv found in the device logs. The assignable cause of the iipv found in the device logs was determined to be insufficient drain due to use error; the low drain volume alarm was inappropriately bypassed. A service history review (shr) revealed that no issues that may have contributed to the reported problem of iipv. A labeling review of the homechoice apd systems patient at-home guide issued was found to be sufficient. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 1. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3385 ml, which met iipv criteria. No patient injury or medical intervention was reported. During a follow up with the nurse, this writer advised the nurse of the iipv found during evaluation of the device and the probable cause identified. The nurse stated that the hp was in clinic and that she would re-train the hp on the risks of frivolous bypasses. Per nurse, hp did not have any injury or harm as a result of this incident. Per nurse, hp is fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.